Manufacturer narrative:
Initial information for this complaint was filed under report # e2001015 via asr on (B)(6) 2003. A supplemental report for this event was inadvertently filed under report # 1219930-2018-01685 containing updated UDI information only. Based on recent discussion with the FDA, a request was made to file the information on an individual 3500a to align with the report number submitted on the supplemental report. Investigation summary: an instrument was received with a straight 45-2.5mm sulu. The sulu was partially fired. No other abnormalities were observed. The sulu was loaded into the subject instrument, applied to test media, and found to function properly in accordance with the master device testing standard. Since the sulu fired properly during the quality assurance test, it was concluded that the partial firing resulted from incomplete cycling of the instrument firing handle. There were no abnormalities that would have caused or contributed to inability to complete the firing during clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
The staples did not close. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.